Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/11/2015. The fse found that the tubing became disconnected from the rinse pump and caused a leak. The fse trimmed and reattached the tubing at the rinse pump, which repaired the leak. The repairs were verified by established procedures. (B)(4).

Event description:
The customer reported a cleaner leak from the coulter act diff 2 analyzer. The volume of the leak was about 1/2 cup and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.